Event description:
After the lvot pvc procedure with ensite x, the patient went to the or due to an aortic dissection. Post procedure, when the patient was getting off the table, the patient mentioned abdominal pressure. The attending physician did an ultrasound of the heart with no noted abnormalities. The patient felt better after the echo so they were sent to the post procedure unit. Later, the patient was stable but heading to the or due to an aortic dissection. The next morning, the patient was out of the or and stable.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an aortic dissection could not be conclusively determined.